Event description:
The patient reported that the first time she used v-go (about one month ago) the device fell off. The patient reported that she has not had any problems since, and believes the device fell off because she was hot and sweaty. It was reported that device samples were available to be returned to the manufacturer for evaluation. However, to date, have not been received.